Event description:
After opening the xact stent package, it was noted that the stent was partially deployed. The stent was not used on the pt, and the pt did not experience any adverse events.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.